Event description:
It was reported that a pta balloon was used to successfully post-dilate a stent graft in the carotid artery. A stent graft was then placed in the thoracic aorta and shortly afterward, the pt's systolic blood pressure dropped to 50 and external cardiac compressions were performed. The pt was taken to the ICU and emergent percutaneous cardiopulmonary bypass support was initiated; however, the pt died the next day. The cause of the pt's death is unk.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was noting found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number for this failure mode. The sample is not available for return; therefore, an evaluation of the device cannot be performed. The investigation is currently underway.